Event description:
Minor pack opened on back table. This is a sterile pack opened for many cases at this facility. This pack had an insect/bug in the pack. Unsure of sterility we discarded item from the table and opened new supplies. This all took place prior to pt entering the room, therefore no possible harm to pt. Dates of use: (B)(6) 2017, diagnosis or reason for use: surgical case.